Event description:
Ventilator was found to be autocycling. The infant patient was removed from the ventilator and ventilated with a neo puff. Staff attempted to troubleshoot the ventilator without resolution. The ventilator was changed out, with similiar results of autocycling. Staff and supervisor attempted to troubleshoot the ventilator, without a change in results. Infant continued to be neo puff ventilated and became extubated. Per the physician, the infant was reintubated by a respiratory therapist (rt). The dr then electively chose to extubate the pt to continue with the admission process and was placed on a nasal cannula (nc). A second ventilator was obtained and placed on the patient ventilator has been pulled and had been disposed of. A new patient circuit placed on the ventilator and its operation was verified by the rt. Ventilator was removed and reset for testing. Patient remains stable on a high flow nc 21%. Biomedical engineer awaiting approval from risk management to test the device. After testing the device, no problems were found, with all required tests within normal operating parameters. The unit was returned to service.